Manufacturer narrative:
Device remains implanted.

Event description:
An ovationix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon snaring of the cross over guidewire in the presence of significant aortic angulation, the stent graft displaced below the intended landing zone and the final angiogram showed the presence of a type ia endoleak due to the aortic body stent graft sealing rings being located in an aortic diameter outside the treatment range for the implanted stent graft. The patient experienced renal insufficiency following the implant procedure and subsequently expired 4 days post-op from aspiration. The physician stated that the patient's death was unrelated to the trivascular device.